Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a wire on the prograsp forceps instrument broke. A fragment from the instrument reportedly broke off and fell inside the patient. However, the fragment was retrieved during the same procedure. The procedure was completed robotically using a backup prograsp forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported that a fragment did not fall into the patient. In addition, isi received the prograsp forceps instrument involved with this complaint and completed the failure analysis testing. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing issue. The broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The reported issue was confirmed via failure analysis.

Event description:
Refer to h10/h11 for follow-up information.